Event description:
It was reported that liner tear occurred. Vascular access was obtained via the kinked and calcified right femoral artery. A 14f isleeve introducer sheath was placed. A large acurate neo valve was loaded on an acurate transfemoral delivery system. The acurate transfemoral delivery system was advanced into the 14f isleeve introducer sheath and encountered a stop before the acurate transfemoral delivery system was able to reach the end of the 14 isleeve introducer. The physician tried to pull back both the 14f isleeve introducer sheath and acurate transfemoral delivery system with little movements but the physician was not able to straighten the devices. The 14f isleeve introducer sheath and acurate transfemoral delivery system were removed together from the patient. No resistance was noted during removal. Upon removal, kinks were noted on both the 14f isleeve introducer sheath and acurate transfemoral delivery system. A liner tear was noted on the 14f isleeve introducer sheath. No bleeding nor dissection was noted in the right femoral artery. The procedure was completed with a different introducer sheath and a new valve system. No patient complications occurred. The patient is fine and has been discharged from the hospital.

Manufacturer narrative:
H3 device evaluated by manufacturer: returned product consisted of an isleeve sheath and with the acurate tf ds device inside the isleeve and images supplied by the customer. The devices were bloody. The isleeve was separated from the other devices during lab analysis. Analysis of the tip, sheath, and hub/strain relief included microscopic and visual inspection. Inspection revealed one seam split completely open for a length of 14cm and started 5cm form the tip of the device, and there were numerous skinks in the sheath. Inspection of the rest of the device found no other damage or defect. Functional testing could not be completed due to the excessive sheath damage. A 14f isleeve probe was inserted into the sheath, and out through the tip, in the expected manner. The reported difficulty advancing an ancillary device could not be confirmed through lab analysis. The kinked sheath and broken sheath were confirmed.

Event description:
It was reported that liner tear occurred. Vascular access was obtained via the kinked and calcified right femoral artery. A 14f isleeve introducer sheath was placed. A large acurate neo valve was loaded on an acurate transfemoral delivery system. The acurate transfemoral delivery system was advanced into the 14f isleeve introducer sheath and encountered a stop before the acurate transfemoral delivery system was able to reach the end of the 14 isleeve introducer. The physician tried to pull back both the 14f isleeve introducer sheath and acurate transfemoral delivery system with little movements but the physician was not able to straighten the devices. The 14f isleeve introducer sheath and acurate transfemoral delivery system were removed together from the patient. No resistance was noted during removal. Upon removal, kinks were noted on both the 14f isleeve introducer sheath and acurate transfemoral delivery system. A liner tear was noted on the 14f isleeve introducer sheath. No bleeding nor dissection was noted in the right femoral artery. The procedure was completed with a different introducer sheath and a new valve system. No patient complications occurred. The patient is fine and has been discharged from the hospital.